Event description:
It was reported that caller experienced damaged cartridge at fill rod and issue occurred one time. There was no adverse impact to the customer's blood glucose level. Caller did not use damaged cartridge for insulin delivery, replaced cartridge, and successfully resumed insulin therapy, and no additional product was returned for evaluation.